Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples broke. The hosp has not provided any add'l info.

Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.